Event description:
It was reported that during cholecystectomy procedure the clip ejected from the device. A second device had firing issues. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).information anticipated, but unavailable at this time.